Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a sensor cannula break during insertion. The customer's blood glucose level was 5.6mmol/l at the time of the incident. The customer stated that the site was the stomach and the sensor was in used for six days. The sensor will be returned for analysis.